Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has received the gray sureform 30 stapler reload and sureform 30 stapler for evaluation; however, the failure analysis investigation has not been completed. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the logs show that the sureform 30 stapler (part number 488530-12), (lot number u83240125-0153) was installed on the system one time and fired 1 gray reload. On the only install of the instrument, the first clamp was successful, and the firing passed without pausing for compression. The unclamp was completed successfully and the instrument was not used in the procedure again. There are no errors related to the use of the stapler.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the first fire of a sureform 30 grey reload had an incomplete staple line while stapling across a branch of the pulmonary artery. There were no complications, pauses, or error messages during the firing sequence. The staple line was incomplete and malformed staples were produced. The surgeon resolved the defect by placing a clip around the artery. The sureform 30 stapler instrument was not used after the event. A sureform 45 curved-tip stapler instrument was utilized for the remainder of the procedure, which was completed robotically with no further issues. The patient is recovering well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a sureform 30 stapler instrument and grey sureform 30 reload to perform failure analysis. The sureform 30 stapler instrument and grey sureform 30 reload associated with this complaint were analyzed and the complaint was not confirmed by failure analysis. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The stapler instrument fired successfully twice using two grey sureform 30 reloads. The cut-line appeared smooth and consistent. All staples were deployed and correctly formed into the proper b-shape. There was no damage to the reload and no related failures. The returned reload was used and fired. A visual inspection displayed no signs of physical damage to the cartridge, pushers, or cover and the blade was concealed at the distal end. No product issue was identified. As of 11-dec-2024, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage or functional issue. The reload and stapler were visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.